Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that during the patient¿s ins replacement (see reg report 3004209178-2018-16167) it was found that the patient also needed a lead revision due to the electrodes being out/fractured lead. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the fractured lead was never determined. The patient's lead was explanted and then replaced on (B)(6) 2019. No further information was reported.